Event description:
Patient underwent a laparoscopic left inguinal hernia repair with mesh placement. Six months later the patient was seen for left flank pain. A CT was done revealing a 7 cm tubular structure in the low pelvis. Patient had the rfo surgically removed - it was found to be a piece/cartridge from a device used to tack the mesh in place during laparoscopic hernia surgery (reliatack articulating reloadable fixation device). During root cause analysis, provider was able to pull off the cartridge without pressing the release button - concern for possible product flaw.